Event description:
It was reported the syringe plunger stopped with 3-2 hash marks left on the syringe. No patient injury reported.

Manufacturer narrative:
The device was received with both seals intact and cracked on right plunger case otherwise no appearance of any physical damaged. The device history log showed no error which related to customer reported problem was found in ehl. Occlusion tests showed syringe empty alarm was found at the end of infusion with about 4 or 5 ml of air left in syringe. The position pot was out of calibration. The root cause was it's normal for size or position sensors of pump to be out of calibration after pump been used for a longer period of time, that is why customer need to perform an annual pm maintenance on pumps per technical service manual. The tech performed pm maintenance and all functional testing which passed. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).